Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery (lad). A 4.00 mm x 20.00 mm agent drug coated balloon (dcb) was advanced to the target lesion and on the third inflation at 10 atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.